Manufacturer narrative:
It was reported that during procedure, the threaded tip of the extraction screw (750002165) snapped off. Nothing fell into patient, the item broke outside the patient, no delay to procedure and no harm to patient was reported. A s&n backup device was used. The complaint device, used in treatment, was returned for investigation, but without the broken tip. The reported failure mode was confirmed upon visual inspection. This is a known failure mode. The root cause is attributed to wear and tear. A new design of the device has been released in order to reduce the re-occurrence of this issue. This version of the device will be monitored for similar issues. The returned device will be discarded.

Event description:
It was reported that during a procedure the threaded tip of the extraction tool snapped off. Nothing fell into patient. The item broke outside the patient and all pieces were recovered. There was no delay to procedure and no harm to the patient. A s&n backup device was used to complete the procedure.